Event description:
Note: caller was not willing to provide sufficient info. Pdc received a call on (B)(6) 2014 reporting a medical attention that occurred during the last week in (B)(6) 2014 around 11:00 pm. Pt's daughter (B)(6) stated that pt's (B)(6) blood sugar had dropped too low. Pt's symptoms were disorientation, clamminess, damp and sweating. The reading on the prodigy meter at the time of the event was reported as being around 300+mg/dl. Paramedics were called. Paramedics performed glucose tests with their meter and the results were 29mg/dl and 37mg/dl. No time frame was provided as to when pt took tests. Pt was transported to ER by paramedics. Caller stated that blood glucose reading upon arrival at ER was still low but did not provide actual test results. Pt was given an IV at hospital. Pt's stay in hospital was 2 days. No info given in reference to blood glucose readings upon discharge from hosp. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from (B)(4), this report was previously submitted to MDR test environment. This is a re-submission through (B)(4) production webtrader.

Event description:
This is a supplemental report to initial report# 3008789114-2014-00007 to submit suspect system investigation results from the manufacturer. See results in "file attachments" section of this report. (B)(4).